Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation has stopped working. The patient reported he could not feel stimulation on 3 "channels" but could feel it on 1 channel if he hits it or moves around. The patient further reported pain at the implantable neurostimulator (ins) implant site. The patient was interested in device removal. The indication for implant was chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-06-06. It was reported that the patient¿s ins was explanted (B)(6) 2017. The reason for explant was due to a problem. It stopped working 3 or 4 years ago. The patient had to turn it up so high and their legs were stiff and they couldn¿t walk because they had it up so high and only 1 channel worked and they only used it a little at that point, so they stopped using it. The stimulator did help for the for the first 2 and a half or 3 years. He doesn¿t remember which year it stopped helping. No further complications were reported/anticipated.